Manufacturer narrative:
Device is being returned for investigation. Any add'l info obtained at the conclusion of the investigation will be submitted in a supplemental report.

Event description:
It was reported that "dr. Was using the rod fork on the screw head, and the tulip just popped off. Next screw worked fine."